Event description:
As per additional information received, there was no reinforcement material used. In order to correct the staple line, the colon was additionally resected and new devices were used. The device did not lock on tissue. There was no other information available.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis, during firing the device sounded faint and fired slowly. During the fire for side-to-side anastomosis, the device stopped firing in the middle. A new handle and adapter was opened to correct the problem. The original staple line was cut out since anastomosis opening was small. There was tissue loss. Nothing fell into the cavity. No bleeding. Operating time not extended.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv)concurrently with engineering led an evaluation of one powered handle, one adapter sand two endo gia reloads opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No initial visual abnormalities were noted for the handle or adapter. The eeproms (electrically erasable programmable read only memory) were uploaded and indicated 18 autoclave cycles for the handle and adapter. No codes were observed in the handle eeprom that could confirm when firing stopped. Visual inspection of the cartridge revealed that the reload one was partially fired to the 3 cm cutline. The jaws were open. The reload was dismantled for evaluation of internal component and the sled vanes did not display excessive deformation. Visual inspection of the cartridge revealed that reload two was fully fired. Reload was dismantled for examination of internal components. The sled vane tips were deformed. The sub-flush staple pushers and the extent of sled vane tip deformation indicated application over tissue that is beyond the recommended thickness range outlined in the instructions for use (IFU). Functional testing of the handle noted a slight knocking noise during calibration, however the functionality of the handle was not noticeable impacted. While testing reload one, the firing stalled around the 3 cm cutline and was not able to be completed with subsequent button presses. Reload two was able to be tested to a piece of test media with proper transection and no binding. The adapter was paired with the returned powered handle, and fired on the engineering a1 fixture and the output force was measured to be 105.67 lbf. The above mentioned output force was determined to be adequate to complete an over-indicated firing when the reload is articulated fully left (worst case condition). The product was found to be in proper working condition as per the design and the IFU. The adapter was dismantled with engineering and a rust-like residue was observed on the load link. A review of the adapter and handle device history records indicates the device lot numbers were released meeting all quality specifications. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The root causes of the reported conditions could not reliably determined as the adapter was able to meet firing force requirements during force testing. Potential root causes for the partial and slow firing include: interlock engagement due to the firing button being partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent further firing by ceasing the placement of staples and tissue transection, and prevent patient harm. Improper cleaning of the device as evident by the rust-like matter on the adapter load link may have temporarily increased firing resistance. The firing force reaching the upper design limit of the endo gia reload. The dried matter on the reload one cartridge surface may have contributed to an increased firing resistance during functional testing. A noise during calibration was observed by engineering. However, the noise did not present a functional issue and may be subjective. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.